Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The navigation ring cannot be operated and touch sporadically cannot be operated. There is no patient involvement reported.

Manufacturer narrative:
Through follow-ups, key market indicated that they don't have any information regarding patient incident.